Manufacturer narrative:
Based on the claim against the product by the customer noting that patient side manipulator (psm) 1 was damaged and was subsequently disabled to complete the procedure, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem during field evaluation indicating a defective psm arm. The fse replaced psm 1 to resolve the customer reported issue. After replacement, the system was retested and verified as ready for use. Isi has received the psm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. The reported complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: a psm was disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 psm arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer observed physical damage on the patient side manipulator (psm) 1 and link 6 had fallen off psm 1. Psm 1 was disabled. Customer indicated that system functionality was checked prior to use, and no issues/errors were noted during startup. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the procedure was completed successfully with the same da vinci surgical system using the remaining 3 psm arms. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) 1 involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint. The unit was returned for failure analysis and the reported failure (psm 1 damage) was confirmed through visual inspection. Upon inspection, it was determined that link 6 was separated from link 5. The linear bearings on the front link 5 rails, were still on the rail, and no evidence of failure was observed. There was evidence of physical damage or impact to the back of link 6. The probable root cause of the damage to psm 1 could not be determined at this time.

Event description:
Refer to h10/h11 for follow-up information.